Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good visual condition and with no cartridge present. Two cartridges were rec'd inside the bag and were void of staples. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap sigmoid resection procedure, the staple line was not approximated. The procedure was converted to open. The anastomosis was completed with suture. There was no pt consequence reported.